Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on 03mar2022, during the passage of a central venous catheter in the patient, poor quality of the guide wire was observed (it "fell apart" during the procedure). At the time of the procedure, it was decided to discard the material and requested a new puncture kit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022, during the passage of a central venous catheter in the patient, poor quality of the guide wire was observed (it "fell apart" during the procedure). At the time of the procedure, it was decided to discard the material and requested a new puncture kit.